Manufacturer narrative:
It is unclear which of the following screws malfunctioned. Hence details of all the pedical screws used in the surgery are provided below. 55850046545, h5416787, quantity 2, 510k: k170679, upn (B)(4). 55850047545, h5477143, quantity 1, 510k: k170679, upn. (B)(4), 55850047545, h5466704, quantity 1, 510k: k170679, upn 00643169745278. 55850046550, h5419407, quantity 2, 510k: k170679, upn (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: gender: female, clinical ID: (B)(6), age. (B)(6) weight. (B)(6), race. White, ethnicity: not hispanic or latino substance use: currently consume alcohol, tobacco ex-user pre op diagnosis: adynamic ileus with nausea and vomiting, instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis levels implanted: l2-s1 2 levels date of implant: (B)(6) 2019, study ID: (B)(6). Assignment control it was reported per clinical study that post-op, the patient experienced the following adverse event ileus onset date. (B)(6) 2019, interventions: action result: electrolytes administered narcotic use minimized; ng tube placed with low to intermittent suction diagnostics x-ray was performed on (B)(6) 2019, which showed adynamic ileus. Again, when the x-ray was performed on (B)(6) 2019, there was no obstruction or ileus. Relatedness according to site: not related to surgical construct and/or study procedure relatedness according to sponsor: probably related to the surgical procedure but not related to any of the implants. Severity according to site: not a serious adverse event severity according to sponsor: non serious outcome of adverse event: resolved on (B)(6) 2019, update received on (B)(6) 2019, pregnancy status: no date of visit: (B)(6) 2019, sponsor seriousness assessment: non serious update received on (B)(6) 2019, pregnancy status: no date of visit: (B)(6) 2019, update received on (B)(6) 2019, pregnancy status: no date of visit: (B)(6) 2019, update received on (B)(6) 2020. Pregnancy status since last 12 month: no date of visit: (B)(6) 2020, updated information received on (B)(6) 2021, medical image review12 months comments: d69006805 adjudicated. Loosening of rt l4 pedical screw tip. Fusion hardware limits eval of trans proc bridging. Overlapping anatomy limits eval of left and right interbody bridging. Relevant patient medical history, including pre-existing conditions, previous surgeries, etc: guillian barre; c section 1989. Hysterectomy 2004. C section 1989. History of uterine polyps treatment provided. None reported patient outcome pending.

Event description:
Sponsor assessment: possible related to the procedure only, by sponsor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sponsor assessment ((B)(6)): causal related to the procedure and not related to any device.